Event description:
Surgical table lowered and could not be raised as staff show cover caught on hydraulic release valve lever. The vendor remedied the problem by cutting the lever off on all like tables.